Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon opening the package, the user found that the stent was kinked already. He used another zebd-7-12 for the procedure.

Event description:
Upon opening the package, the user found that the stent was kinked already. He used another zebd-7-12 for the procedure.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to MFR site as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Lab evaluation: 1 x zebd-7-12 of lot#: c1441217 was returned to cirl for evaluation. During the lab evaluation, a 0.035 inch wire guide did not pass porthole 2 at the ductal end. There was indentation noted at porthole 5. There was no side wall or back wall damage. No other defects were observed. Root cause: a possible cause for this complaint issue may be as a result of storage and/ or transportation. However, a definitive root cause for the customer complaint could not be determined as the exact storage/transport conditions could not be replicated in the laboratory setting. It is unlikely that the device would have left the manufacturing facility in a damaged state. The complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Documents review: a review of the manufacturing records for the zebd device of lot#: c1441217 did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot#: c1441217 upon review of complaints this failure mode has not occurred previously with this lot#: c1441217. Prd/fqc/pkg review: prior to distribution, all devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." IFU review: it may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Summary: the complaint is confirmed as the failure was verified in the laboratory and the stent was found to be kinked. Complaints of this nature will continue to be monitored for potential emerging trends.